Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 42 mg/dl at the time of the incident. The customer's blood glucose was 582 mg/dl at the time of call. The customer's blood glucose was 116 mg/dl at the end of call. The customer stated that she treated the low blood glucose with food. The customer stated that she had infection and was sick. The insulin pump will not be returned for analysis.